Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient involvement. (B)(4).

Event description:
Manufacturer ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation was investigated by our field service engineer. The expiratory pressure transducer pcb was found faulty and was replaced. The expiratory pressure transducer pcb was returned for investigation. Investigation of the returned expiratory pressure transducer pcb could not reproduce the reported fault; -the system check out before and after ventilation mode test passed without deviations. -the ventilation mode test, ongoing during 7 days, was without deviations and no alarms were generated. No fault was found with the returned expiratory pressure transducer pcb. The device logs were not received for evaluation. Since no fault was reproduced during test of the returned expiratory pressure transducer pcb the root cause of the reported fault has not been determined.